Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the amplatzer septal occluder deployed in a cobra shape. The physician inserted the prothesis into the sheath, deployed it again but again there was a cobra shape. The device has been changed to complete the procedure, they used another amplatzer septal occluder from the same lot (7072492). The prothesis was implanted with success, the patient is fine. The procedure was delayed about 15 minutes, time to change the device. The device is retained by hospital.

Event description:
During the procedure, the amplatzer septal occluder deployed in a cobra shape. The physician inserted the prothesis into the sheath, deployed it again but again there was a cobra shape. The device has been changed to complete the procedure, they used another amplatzer septal occluder from the same lot (7072492). The prothesis was implanted with success, the patient is fine. The procedure was delayed about 15 minutes, time to change the device. The device is retained by hospital.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. One photo was received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the amplatzer septal occluder deployed in a cobra shape. The physician inserted the prothesis into the sheath, deployed it again but again there was a cobra shape. The device has been changed to complete the procedure, they used another amplatzer septal occluder from the same lot (7072492). The prothesis was implanted with success, the patient is fine. The procedure was delayed about 15 minutes, time to change the device.